Event description:
Additional information from the provider stated, ¿I don¿t see any issues with pump or catheter since her transfer to our practice on (B)(6).¿ the pump was delivering compounded baclofen.

Event description:
A problem was reported. Patient reported catheter disconnect and withdrawal symptoms after falling. Patient explained the fall took place in a grocery store when she was getting in a wheelchair and the establishment¿s door shut. Patient reported someone got her to the wheelchair after the fall and then all of a sudden she started feeling bad and the catheter came loose. She noted she had to be cut open to reconnect the catheter and had been into withdrawal twice. Reported she had pneumonia. Patient also noted she¿s constantly falling. A follow up have been requested but no additional information had been provide as of the time of this report. If additional information becomes available a report will be provided.

Manufacturer narrative:
Product ID 8709, lot# j11173r18, implanted: 2002-(B)(6), product type catheter. (B)(4).